Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID #(B)(4).

Manufacturer narrative:
Due to character limit in block e1 initial reporter: jessica grimaldo. A supplemental report will be submitted upon completion of our investigation. Complaint ID #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) fiber optic sensor failed on a cardiosave during use. Troubleshooting assistance was provided but was unsuccessful. The fiber optic cable was coiled, secured, and labeled. No patient harm or injury was reported.